Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "touchscreen unresponsive" is not confirmed. The returned display head passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported the intra-aortic balloon pump (iabp) touchscreen was not sensible after four days. As a result, the staff swapped to another pump. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) touchscreen was not sensible after four days. As a result, the staff swapped to another pump. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.